Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error, the customer changed the battery, and the insulin pump would not turn back on again despite several battery changes. The customer also received a high blood glucose alert. The blood glucose reading was 300 mg/dl. The customer found no physical damage and reported that the insulin pump had not been dropped, bumped or exposed to moisture, the contacts on the battery cap were not missing or damaged, and that the battery compartment and spring were not damaged or corroded. The customer was advised to insert a new battery and reported that the display did not return. The customer was advised to clean the battery cap and the display still did not return. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per a health care professional's instruction.